Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was reading inaccurately high compared to her feelings/past results and another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that on (B) (6) 2010 at 9:30pm, she obtained a blood glucose result in the "300 mg/dl" range with the subject meter. In response to the blood glucose reading, the patient stated she took 2 tablets of glyburide. It is not known if this was her usual dose or an increased dose of medication. Approximately 2 hours after obtaining the alleged inaccurate high blood glucose reading, the patient reported feeling sweaty and weak. At the onset of symptoms the patient claimed she tested her blood glucose with her sister's meter (brand unknown) and obtained a result of "34 mg/dl." The patient stated that she also tested with the subject meter at the onset of symptoms and obtained another result in the "300 mg/dl" range. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient reported treating self with food and drink in response to the symptoms. At the time of troubleshooting, the patient informed the cca that she ran a control solution test after the incident and obtained a result above the specified control range. The patient did not have test strips at the time of the call to perform another control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.